Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues and the device appeared to be in good condition. Microscopic inspection revealed the guidewire exit port was damaged and the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Media provided by the site was inspected and showed a kinked guidewire. G2 report source: corrected.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the guidewire and opticross hd catheter became entangled. The opticross catheter and the guidewire were removed together as a unit. The procedure was completed using the same devices. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the guidewire and opticross hd catheter became entangled. The opticross catheter and the guidewire were removed together as a unit. The procedure was completed using the same devices. There were no patient complications reported.